Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and was exhibiting oversensing of noise. Abnormal pacing and shocking impedance measurements were also observed on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. The fracture was visualized and was thought to be near the connector. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 13.3 centimeters from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.